Manufacturer narrative:
Correction: e4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. The impella device was returned for evaluation. Access site adverse event: the cp pump visually inspected, no issue observed on the cannula or the repo sheath unit. No founding issue. The cause of the oozing issue most likely was use related. Heart block and fever: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 79-year-old male was implanted with a impella cp for cardic arrest support. It was reported that patient went into 3rd degree block with transvenous pacemaker on backup. Patient had low grade fever and possible infection of unknown etiology, with cultures pending. In addition, site oozing was also noted and site was redressed with angle matching.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.